Event description:
It was reported that in august 2008, the pulse generator battery data was 2.65 v, 13 ua, and 13 k, with an estimated remaining longevity of six months. In 2008, battery data was 2.54 v, 16 ua, 18.7 k, and the device had tripped elective replacement indicator. As the patient was pacemaker dependent, the device was replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.